Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left hip conversion approximately 15 years post-implantation due to a fluid pseudotumor associated with a metal-on-metal prosthesis. The head was replaced and the existing acetabular cup and stem was retained. It was reported that no further information could be provided.